Manufacturer narrative:
The mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, it was noted that the device regulator closure was not seated correctly. There were no reports of adverse pt events of delays in critical therapy while the device was in clinical use. No add'l info was provided.